Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a3dr01, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced occasional dizziness and a holter monitor showed evidence of pacemaker inhibition. It was also reported pocket manipulation produced oversensing. It was noted the right atrial (ra) lead had the following issues: oversensing on stored electrograms (egm) logged as atrial fibrillation (af) and reproducible oversensing/ noise with pocket manipulation. It was also noted the right ventricular (rv) lead had the following issues: noise/oversensing during an atrial fibrillation (af) episode, elevated sensing integrity counter (sic) readings and pacemaker inhibition from noise during provocative testing. The pacing system was scheduled to be replaced. No patient complications have been reported as a result of this event.